Event description:
In march 2006 the lay user/pt contacted lifescan alleging that his one touch basic enhanced meter was reading inaccurately high. The pt reported obtaining a 379 mg/dl, while feeling real weak, confused, and shaky. He administered 40 units of insulin and obtained a result of 24 mg/dl forty minutes later. He was transported to the hosp and treated with food and or a beverage. No further info was available. It would have been helpful to know how long the pt had been testing with the incorrect calibration code, other results obtained on the day of concern, when he developed symptoms in relation to obtaining a 379 mg/dl, his medication regimen, who transported the pt to the hosp, results obtained at the hosp, and diagnosis. The customer care advocate (cca) verified that the pt was correctly applying the sample to the test strip. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca discovered that the calibration code was not set correctly and the pt fwas cleaning the meter and the puncture with alcohol. The cca dwas unable to walk the pt through quality control testing since the pt did not have a check strip. The meter, test strips and control solution were replaced. The complaint is being reported since the pt obtained a result on the reported meter that did not correlate with the symptoms, administered insulin following the blood glucose test, and received treatment at a hosp.